Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the anesthesia workstation was contaminated with water from central air supply system. The following parts (located in gas block section) were affected and replaced: air gas module, gas block board, gas inlet filter, valve kit and regulator assy. The issue has been resolved and the device was delivered to the user in working condition. The cause of the problem was related to malfunctioning hospital's air supply system. However, the root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/23/2016; corrected manufacture date: 11/08/2016.

Event description:
Manufacturer's reference (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 . D4 ¿ version or model # - previous version or model #: flow-I c30, corrected version or model #: 6677200. D4 ¿ unique identifier (UDI) # previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during preventive maintenance it was detected that the anesthesia system failed in several sub tests during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).